Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected loud grinding and buzzing noise noted. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump had a loud grinding noise during load reservoir and it did not sound normal even during rewind, the grinding noise is also loud but not as loud as during load reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.